Manufacturer narrative:
H6, corrected data: initial report inadvertently used c20 instead of c19.

Event description:
Additional information was received that the cause of cellulitis is unclear. It was noted that redness was seen above the generator, and the patient possibly felt the edge of their generator under their skin. It was noted that after treatment with medication, the redness resolved but it's unknown if the generator could have irritated the tissue.

Manufacturer narrative:
H3. Device evaluated by manufacturer?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
A patient reported experiencing pain, redness, swelling, and tingling at their generator site. The patient reported going to the emergency room where no sign of infection or fluid buildup were found. Additional information was received from the patient's physician that the redness and tingling were related to potential cellulitis for the patient. The physician prescribed antibiotics and reduced the patient's stimulation. Device history records were reviewed for the generator and lead. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No surgical intervention has occurred to date. No other relevant information has been received to date.